Event description:
It was reported by the prestataire that the omnipod 5 controller/ personal diabetes manager (pdm) delivered a bolus without device interaction and the bolus could not be cancelled. The pdm was locked in the patient's pocket; when patient took out the pdm they noticed that it was delivering a 4.6 unit bolus of insulin, which patient unsuccessfully tried to stop by clicking on "cancel."a manual blood glucose level entry of 589 mg/dl also appeared in the pdm history, without obvious explanation, and not close to patient's actual reading. No impact to the patient's blood glucose level was reported. No medical assistance was required. The data for the incident was not visible to the prestataire on glooko xt.

Manufacturer narrative:
The physical controller was not received for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed the delivery of a 4.6 u bolus on 24jun2026. The log files showed that the bolus button was pressed to open the bolus calculator, the carb entry was changed one digit at a time from 0 g to 50.7 g, the next button was pressed to transition to the confirm bolus screen, and the confirm button was pressed to begin delivery of the 4.6 u bolus. Review of the log files found that the manual entry of the 589 mg/dl blood glucose reading occurred six minutes after delivery of the 4.6 u bolus. The log files showed that the bolus button was pressed to open the bolus calculator, the blood glucose screen was navigated to, and the blood glucose entry was manually entered one digit at a time from 0 to 589 mg/dl before the blood glucose screen was exited and the entry saved. The logs also show the carb entry was adjusted multiple times and different screens were interacted with in the bolus calculator before the controller was left to idle and the bolus calculator had to be restarted. Evidence of interaction with the controller to program and start the 4.6 u bolus and to enter the 589 mg/dl blood glucose entry was observed in the available log files. No evidence of an uncommanded bolus or uncommanded blood glucose entry was observed in the available log files. Review of the engineering log files found no evidence of an attempt to cancel the 4.6 u bolus while it was being delivered. It could not be determined if the cancel option was greyed out and unavailable or if the user did not attempt to cancel the bolus. The exact cause of the reported inability to cancel the 4.6 u bolus could not be determined from the available log files. The log files showed that the controller was regularly connected to a wifi or cellular network and was able to connect to the insulet cloud system. It could not be determined if the user's data was transferring from the insulet cloud system to glooko based on the available log files. The exact cause of the reported missing glooko data could not be determined from the available log files.locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: l2+please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.